Manufacturer narrative:
The investigation for automated impella controller (aic) - system self-check error has been completed. The console log showed a communication issue with the pbm (power battery manager) during the initial bootup, with error messages. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. The reported failure mode was reproduced during testing at the field service. Visual inspection confirmed the pbm contamination. Which has impacted a neighboring rs232 communication channel. The root cause of the system self check failure was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. E2 health professional; inadvertently was marked as yes on manufacturer device report 1220648-2024-16648.

Manufacturer narrative:
The aic was received and evaluation is anticipated, but not yet started. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
Us complainant reported the automated impella controller (aic) had a system self failure. It is unknown if this issue occurred in a clinical setting.